Event description:
It was reported by the physician that the patient had his spectra replaced with an inflatable penile prosthesis due to an unspecified reason. Clarifying information was obtained from hospital personnel stating that the reason for the surgery was "mechanical complication of genital urinary device". No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.